Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the wire and stylet could not pass through the left ventricular (lv) lead. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. The analysis indicated the there was guidewire coating on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted there is guidewire coating that is occluding the distal lumen at 76 cm that prevents guidewire insertion. Guidewire was not returned. Test performed using a guidewire sample. If information is provided in the future, a supplemental report will be issued.